Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of the device service history revealed previous servicing did not cause or contribute to the reported event. After review, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt overfilled during the dwell phase on the homechoice (hc). The home patient (hp) stated they performed a manual drain four of five. The hp stated they had stopped the fill. The hp stated the therapy was tidal, the fill volume (fv) equaled 2500ml, the tidal percent equaled 90%, the target uf equaled 600ml, the last fill volume (lfv) equaled 2000ml. The hp stated they had manually drained 4000ml. The hp had ended therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.